Event description:
A report was received that the patient was experiencing extreme weakness in the upper limb. The patient went to the emergency room (ER) and a computed tomography (CT) scan was taken, however, the physician could not figure out what the patient was having. They were uncertain if it was device related. No further course of action will be taken at this time.